Manufacturer narrative:
Qn#(B)(4). The device history review for the product investigation did not show issues hemolok ml clips 3/cart 42/box lot# 73f2100268 related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hemlock was broken.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of broken parts - clip - hinge was able to be confirmed by the photographs. The customer returned one loose broken clip half and one cartridge from one unit of 544233 hemolok ml clips 3/cart 42/box for investigation. The returned sample was visually examined with and without magnification. Scrape marks were observed on the returned cartridge. Three additional loose clip halves were discovered within the returned cartridge. No other defects or anomalies were observed. Visual examination revealed that the broken clips were broken in half at the hinge. Evidence of use in the form of biological material was observed on the returned sample. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. A dimensional inspection was not required as a part of this complaint investigation. Additional testing was not required as a part of this complaint investigation. The device history review for the product hemolok ml clips 3/cart 42/box lot# 73f2100268 investigation did not show issues related to complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". The reported complaint of broken/detached parts - clip - hinge was confirmed based upon the sample received. Two broken clips were r eturned, and both were broken at the hinge. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the hemlock was broken.